Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the otw omnilink elite was returned and the reported stent dislodgement was not confirmed; however, the stent was loose on the balloon. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during advancement of the 8.0mmx59mmx80cm omnilink elite onto the guide wire, no resistance was met; however, the stent implant dislodged prior to entering the introducer sheath. The device was removed without reported issue. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another 8.0mmx59mmx80cm omnilink elite was used to successfully complete the procedure. There was no additional information provided.